Event description:
It was reported that the patients ipg was not working as intended. It was also noted that the leads had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. (B)(6)